Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The patient underwent a revision procedure and this product was explanted and replaced due to patient anatomy. No further complications were reported. This product is not expected to be returned.